Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified foreign material on electrodes and electrodes were lifted and had sharp edges. Initially, it was reported that electrode d1, d2 had noise on the carto 3 system and the recording system. Reseated the connections with no resolution. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 11-feb-2025, observed foreign material on electrodes. A microscopic examination further indicated that the electrodes were lifted and had sharp edges. The event was originally considered non-reportable, however, bwi became aware of foreign material on electrodes and electrodes were lifted and had sharp edges on 11-feb-2025 and have assessed the returned condition as reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 15-jan-2025. A visual inspection and electrical test on carto 3 system of the returned device were following j&j medtech procedures. Visual analysis revealed foreign material on electrodes. An electrical test was performed, and a black electrode and noise were displayed on the carto 3 system due to an open circuit on the tip area. A microscopic examination further indicated that the electrodes were lifted and had sharp edges. The foreign material was analyzed using fourier transform infrared spectroscopy (ft-ir), which confirmed it to be polytetrafluoroethylene (ptfe). Ptfe is commonly used in the manufacturing process of sheaths, such as the vizigo sheath, and it was determined that its source was not the octaray catheter. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrical issue reported by the customer was confirmed. The pt-fe in the spline, the open circuit and lifted electrodes could be related to the manipulation of the device with a sheath during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: do not introduce the catheter into a guiding sheath with the catheter¿s distal splines folded back toward the handle. Collapse the splines together using the insertion tube prior to insertion. The catheter is recommended for use with an 8.5 f guiding sheath because the distal splines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter. Do not use excessive force to advance or withdraw the catheter through the guiding sheath if resistance is encountered. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: stress problem identified (c0706) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿electrodes were lifted and had sharp edges¿. -investigation findings: environment problem identified (c15) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: electrode (g0201501) and tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿foreign material on electrodes¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿noise¿ issue. Biosense webster inc. Analysis finding of the ¿open circuit on the tip area¿. Manufacturer¿s reference number: (B)(4).